Manufacturer narrative:
The product was returned on (B)(6) 2015 for evaluation. The results of the return evaluation were not available for review at the time of this investigation.

Manufacturer narrative:
(B)(6) 2015 product has been returned and evaluated. The underlying cause documented on the irs or return fields in oracle is identified as: assembly/component issue / controls, other/defective.

Event description:
(B)(6) 2015 product has been returned and evaluated. The underlying cause documented on the irs or return fields in oracle is identified as: assembly/component issue / controls, other/defective. The provider state the unit alarm is very quiet. He states he tried a new power switch and alarm, but nothing happened. Update: the dealer alleges that the alarm is not working. They have tried a new alarm from a working model, they got a new pc board, a new wiring harness, and a new pe valve but the alarm will not work still.

Event description:
The provider state the unit alarm is very quiet. He states he tried a new power switch and alarm, but nothing happened. Update: the dealer alleges that the alarm is not working. They have tried a new alarm from a working model, they got a new pc board, a new wiring harness, and a new pe valve but the alarm will not work still.